Event description:
Voluntary medwatch form received reported during generator change out that the right ventricular lead exhibited low pacing impedance and there was a record of noise events. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch mw5151186.